Event description:
It was reported that a patient¿s settings were raised up ¿about 20 percent¿ the tuesday prior to the report, and in the last couple of days the patient had been feeling tingling and numbness in her hands. It was noted that the setting was at 2.5 volts on the patient programmer. The next day it was reported that the patient was having some side effects that started the saturday prior to the report and the patient had a shocking or jolting sensation. It was noted that the patient was getting electrical jolts four to five times an hour. It was reported that the patient¿s left hand was starting to close up which was where the dystonia usually started. It was noted that the patient did not have the patient programmer with her. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4),product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3387s-40, lot# va08ptu, implanted: 2013-(B)(6), product type lead. (B)(4).